Manufacturer narrative:
The cus received a replacement transformer. In follow up, customer confirmed that it started to fall apart when pulling it out from the wall. She also noted it smelled smoky when it fell apart. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Attempts to retrieve the product are on going. This issue with the damage transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging use by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time.

Event description:
The cus reported to cus service that the transformer housing for her pump in style advanced breast pump go tote was damaged. There is a breach present, which is a safety risk.